Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. The cartridge was reloaded to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate; however, the customer declined to troubleshoot this issue with tandem technical support. Customer¿s blood glucose level was 206 mg/dl.